Event description:
Healthcare professional reports inconsistent act-lr results with the hemochron jr. Signature plus microcoagulation system. During an unspecified procedure, act-lr result was 312 seconds and a repeated test performed 10 minutes later generated result of 180 seconds. Target time for the procedure was not provided. Customer indicated that this type of issue has occurred before with multiple patients. No other specific patient data was provided. The healthcare facility has performed side-by-side correlation testing between the initial instrument compared to a second instrument and reported that the difference in results were greater than 100 seconds. No adverse events reported.

Manufacturer narrative:
(B)(4). Cuvette lot# was not provided. Method: actual device evaluated. Process eval performed. No related ncmrs identified for this instrument eval. Conclusion: unable to confirm complaint.